Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and arrhythmia are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the distal circumflex, and the tortuous, moderately calcified, mid-distal right coronary artery (rca), after the patient was intubated multiple xience sierra stents were implanted without an issue. Post stenting when the patient was being prepared for transfer; the patient experienced heart block. A temporary pacer was inserted and angiography revealed thrombus in the mid rca. It was suspected that the patient was intolerant of the re-loading medications [plavix]. Two additional xience sierra stents were implanted. The patient was reported in stable condition. No additional information was provided.